Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose was high at 435 mg/dl and the pump was reading around 130 mg/dl. Customer treated with the pump but did not want to troubleshoot for the high blood glucose. Customer's current sensor glucose was 135 mg/dl and current blood glucose was 452 mg/dl. The difference between readings was not within an acceptable range. Customer noticed bent cannulas on a previous sensor. Troubleshooting was performed and the customer was advised that he will be shipped a replacement sensor.